Manufacturer narrative:
(B)(4. Product not returned for evaluation. Customer declined replacement. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen) test strip UDI# (B)(4). Manufacturer contacted customer on (B)(6) 2017 in a follow-up call: no symptoms or medical attention reported by the customer. Customer is scheduled for a lab testing on the (B)(6) 2017. Customer will follow up if the true metrix meter is reading 15-20% higher than the lab results.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 257 mg/dl non-fasting and 182 mg/dl fasting. The customer's expected fasting blood glucose test result range is 80 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 01/19/2019 and open vial date at time of call is two days. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states the meter is reading high. Customer states that he has readings in the 200's. Customer last a1c was 7.1% and customer is due for another lab testing on the (B)(6). Customer states his normal fasting range is 80-140 mg/dl fasting. Customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call.